Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. (B)(4).

Event description:
Manufacturer ref.#: 256767.

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration. Our field service engineer found that the remaining o2 cell capacity was indicated exhausted. The o2 cell was replaced and returned for investigation. No further information has been received. Evaluation of the received device logs shows that alarms for low o2 concentration together with a failed o2 cell pre-use test was found as early as 2019-10-01. The date of event was therefore corrected to 2019-10-01. When installed in a reference ventilator the o2 cell was confirmed reporting ¿end of life¿. However, pre-use checks passed and 20 hours of simulated use test ventilation passed without remark. The conclusion in this matter is that the reported o2 cell reported end of life prematurely and was replaced. The root cause has not been established in this investigation.